Manufacturer narrative:
Based on the claim against the product by the customer noting inability to seal, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and there was no trouble found. The instrument was placed and driven on an in-house system, passed the recognition and engagement tests, moved intuitively with a full range of motion in all directions, and the grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. The energy was delivered without any issues. The instrument passed electrical continuity. The knife slot measured at 0.027¿ and the jaw gap verification passed at 0.004¿. The grip force test was performed and passed on all orientations. A review of logs showed no failures. There was no problem detected. Grip force test results: straight = 8.25 lbs; yaw = 8.21 lbs; pitch = 7.99 lbs. Additional observation not reported by site was that the instrument housing was removed and the knife cable guide was found dislodged. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2022 on system (B)(4). This is a single use instrument. No image or video clip for the reported event was submitted for review. The probable root cause of insufficient sealing is attributed to use conditions. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting causing dislodgment. Insufficient sealing can result when attempting to seal and transect medium-large vessels surround by fat. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to a sealing deficiency. Current training and labeling for the vse instrument may not adequately communicate the need to skeletonize vessels prior to sealing. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for the vessel sealer extend instrument. This issue is associated with an ongoing corrective and preventive action (CAPA) for the vse instrument. The corrective actions are related to product labeling, training, and adding a size reference feature to the jaws of the vse instrument. This incident of insufficient sealing attributable to use of the vse instrument is also associated with a field action (isifa2022-01-c). Given that a CAPA is in progress and a field action specifically addresses these insufficient sealing events, no additional actions are required. This issue will continue to be tracked. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was unable to seal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.